Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6) 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 3 year(s), 10 month(s) and 5 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced disassociation of polyethylene. Patient tried to brace himself from falling off a ladder. The patient underwent a standard reverse with preserve stem revision with the reported removal of the humeral tray, humeral liner, glenosphere, and glenosphere locking screw. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and possibly related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4 catalog number, expiration date, serial number, UDI number. (D10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: (B)(6), 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11 MDR section codes updated/corrected: b, c, d the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from user-related considerations, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.